Event description:
It was reported that the right atrial (ra) lead exhibited noise. Programming changes were unable to be performed since the amplitude of the noise was too large. There were no patient consequences reported.

Event description:
New information notes that the right atrial (ra) lead exhibited noise and led to pacing inhibition. The ra lead was capped on (B)(6) 2025 and was replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: h1- serious injury should have been selected.